Event description:
The initial complaint was reviewed and found to be a duplicate.

Manufacturer narrative:
The initial complaint was reviewed and found to be a duplicate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes: mnh, mni, kwq, kwp. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a posterior spinal fusion procedure using the minimally invasive spine (mis) fashion on (B)(6) 2018, while attempting to place the locking cap on a screw on one side of the construct, surgeon applied too much force on the screw, causing the screw head to dissociate from the screw shaft. Surgeon opted to remove the screw entirely and replace with another screw. Patient was not affected and no delay was experienced. Concomitant device reported: screwdriver (part number unknown, lot number unknown, quantity 1) this report is for one (1) 6.0mm cannulated matrix polyaxial screw 50mm thread length. This is report 1 of 1 for (B)(4).